Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service history review: a review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition, however the root cause was found to be irrelevant. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. However, an assignable root cause was not established. UDI: (B)(4).

Event description:
It was reported by the netherlands that during service and evaluation, it was determined that the attachment device produced heat. It was further determined that the device failed pretest for temperature. It was noted in the service order that the device was not functioning properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.